Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, necrosis (injection site necrosis), was deemed to meet serious injury criteria as treatment was necessary to prevent permanent damage. The device history record could not be reviewed as the lot number was not reported. Literature citation: chayangsu o, wanitphakdeedecha r, pattanaprichakul p, hidajat ij, evangelista ker, manuskiatti w. Legal vs. Illegal injectable fillers: the adverse effects comparison study. J cosmet dermatol. 2020;19:1580-1586. Https://doi.org/10.1111/jocd.13492.

Event description:
This MDR is related to MDR 3013840437-2021-00172, and 3013840437-2021-00174, referring to the same patient. This is an exemplary case about 1 of 12 patients (11 female and 1 male patients). This is a literature report from a retrospective, descriptive, single-center study aimed to compare the adverse effects of legal and illegal soft-tissue fillers injected by licensed and unlicensed practitioners. This literature report from thailand concerns a patient. The patent was injected with hyaluronic acid (which is a legal soft-tissue filler in thailand), for lip augmentation (intentional device misuse, off label use of device) and into the face. As reported, the patient was injected by an unlicensed or licensed practitioner (device use error). From 0.03 to 120 months after the hyaluronic acid injection, the patient experienced necrosis, a mass, redness, swelling and pus. The patient was diagnosed with an acute and chronic infection, a foreign body reaction and a vascular complication, further described as a vascular occlusion. As reported, the most common organism found was a mycobacterium abscessus infection. Identification of the organism was based on histopathologic findings of foreign body granuloma with positive acid fast bacilli staining. The patient was treated with a course of oral antibiotics according to culture and sensitivity results. The foreign body granuloma was described as a cystic granuloma, lipogranuloma and sclerosing granuloma. The patient also developed a hypersensitivity to hyaluronic acid fillers. The diagnosis was validated with a histopathology examination and an immunohistochemistry study. The symptoms initially started with swelling in the area of injection, and were resolved following corticosteroid administration. Skin necrosis was treated successfully with a hyaluronidase injection, warm compression, and hyper-baric oxygen therapy. Histological assessments through skin biopsies were also done to determine the type of soft-tissue fillers injected. As reported, the duration of symptoms prior to admission was from 0.14 weeks to 72 weeks. As reported, the patient was admitted to the hospital to the outpatient dermatology department and skin laser center. The outcome of the events vascular occlusion/ vascular complication, necrosis, cystic granuloma/lipogranuloma/ sclerosing granuloma/ foreign body reaction and mycobacterium abscessus infection was unknown. Due to the provided information, the outcome of the event hypersensitivity was considered as resolved. In the opinion of the authors, complications from soft-tissue filler injections were attributed to the filler materials, technique of injections, and the practitioners performing the injections. All soft tissue fillers had the potential to cause early or late-onset complications. The incidence of adverse effects and complications from soft-tissue filler injections were superior when performed by novice injectors and unlicensed practitioners using illegal fillers. More than half of the adverse events occurred to patients who received illegal soft-tissue fillers. Over 90% of the complications from illegal soft-tissue filler injections had chronic onset weeks to years after procedure). The incidence of granuloma formation was superior following injections of illegal soft-tissue fillers. The mechanism of reaction was due to inability of the immune system to enzymatically remove or phagocytose the foreign body. The duration of infection was longer in patients inject with illegal soft-tissue fillers. Infections from soft-tissue fillers were due to accidental inoculation or entry of pathogens. Another source was the poor sterile techniques practiced by the injectors when performing the procedure. Interruption of vascular supply was mainly due to direct injections of the filler materials to the vessels, or external compression to the vessels by the surrounding fillers. Risk factors associated with vascular occlusion were no aspiration, a prior injection, excessive volume injections, use of sharp needles, incorrect injection planes and fast and high-pressure injections. The study identified that 41.7% of vascular complications occurred in patients who were injected with legal soft-tissue fillers by licensed practitioners. The finding implied that vascular complications arise anytime regardless of the type of fillers used and the educational background of the injector who performed the procedure.